Event description:
Pct had cannulated pt and noticed that blood was leaking from side of tubing. Needle removed and pt had to be recannulated. Cut (about 1/8 of an inch) was visible very close to avf joint. A few ml of blood was lost, less than 10ml. Pt was fine.

Manufacturer narrative:
Conclusion: after various effort of investigation, we are unable to identify the actual root cause of claimed defect. However, info had been disseminated to all relevant personnel for their awareness of such defect. Lastly, we apologize for any inconveniences caused. Jms will continue to maintain good quality of our products and ensure that only good quality products are delivered to customer.